Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use was malignant pain. It was reported that the healthcare provider had inquired about turning off the pump as the patient had presented to the emergency department with the following symptoms; hypotensive, septic shock, severe anemia. The manufacturer's patient services specialist (pss) reviewed role of the manufacturer representative and provided the hcp with the phone number to national answering service.